Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the programming issue was that there was morphine 5 mg/ml in the reservoir, and they were upping the concentration to 10 mg/ml. The drug was changed out in the reservoir, but the drug concentration was not updated/programmed in the tablet.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the cause of the "off volumes" was determined by the doctor to be from a programming issue with the concentrations. However, the pump was very loose in the pocket and he decided to revise the location of the pump. He went to surgery to check the catheter and move the pump from the left buttocks to the left abdomen. He also decided he wanted to replace that pump to go to a 20ml size. The catheter was found to be "just fine". The patient was seen in the clinic "this past thursday" and was doing very well. No other volume discrepancies had been seen. The old pump was sent to pathology at the hospital due to their compliance regulations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine 5mg/ml at 4.7mg/day. It was reported that the patient had not been feeling well, had hives on her trunk, and had nausea. They were first unable to connect to the pump with the clinician programmer and then realized that the pump was flipped. They flipped it back over and were able to connect to the pump. Per the rep, they did not know how many times it had flipped. When they accessed the pump to refill it, they were expecting 6.4ml and got back less than one half ml. The filled the pump with 40ml with no issues. The pump was last refilled on 2025-03-13 and there were no issues with the fill and the patient had no symptoms at that time. At the time of this report, they planned to bring the patient back in about a week to check the reservoir for volume accuracy. Patient services reviewed that the hcp would need to decide if a pocket revision was necessary to prevent the pump from flipping again. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the volume discrepancy was unknown. The pump was replaced on (B)(6) 2025.